Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The coil was disposed by the hospital.

Event description:
The patient was undergoing a coil embolization to treat a subarachnoid hemorrhage using a penumbra smart coils (smart coils). During the procedure, the scrub technologist inadvertently dropped the end of the coil pusher assembly onto the floor and the coil became unsterile. Therefore, the smart coil was removed and the procedure was completed using a total of (B)(4) smart coils. There was no report of an adverse effect to the patient.